Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of battery. (B)(4)

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition of depleted battery was confirmed due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with depleted battery. This event occurred upon power up. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. During review of the event history on (B)(4) 2010 by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 5.09.90 categorized as remediated.